Manufacturer narrative:
A philips fse provided troubleshooting and confirmed that the device was producing a speaker malfunction alarm and no sound was produced. It was determined that the speaker would need to be replaced. The speaker was replaced. The device was confirmed to be operating properly after repairs were completed. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that a speaker malfunction inop is produced and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.